Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 4.00 x 20mm stent delivery system (sds) was returned for analysis partially inside the guide catheter, guidezilla 6fr. The stent was damaged and therefore could not be withdraw further into the distal end of the guide catheter, the device was moved in a distal direction in the guidezilla such that the entire stent could be analysed. A visual and microscopic examination of the crimped stent identified stent damage. Stent damage was noted along most of the stent with the most severe damage at the proximal end of the stent where the proximal stent struts were bunched in a distal direction. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. The hypotube of the synergy device was cut 1cm distal to the distal end of the strain relief by the analyst in order to remove the synergy device distally from the distal end of the guidezilla guide catheter as it could not be removed proximally due to the stent damage. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Reportable based on device analysis completed on 31-aug-2018. It was reported that catheter advancing difficulties were encountered. The 85% stenosed target lesion was located in the severely tortuous and severely calcified proximal to mid-right coronary artery. After pre-dilatation was performed with a 3.0 x 15mm non-bsc balloon catheter and 2.5 x 15mm maverick balloon catheter, a 6f guidezilla ii guide extension catheter was advanced. Subsequently, a 4.00 x 20 synergy drug-eluting stent was advanced but failed to pass through the collar and guide segment of the guidezilla ii guide extension catheter. Both the guidezilla ii guide extension catheter and synergy drug-eluting stent were then removed from the patient and the procedure was completed with another of the same devices. No patient complications were reported and the patent's status was stable. However, returned device analysis revealed stent damage.